Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of the patient's left hip after patient complained of pain. Surgeon reported that the head was disassociated due to excessive wear of the trunnion and liner (rep reported that the "liner was destroyed"). Surgeon reported that the shell was well-fixed and well-positioned. Patient was revised to a competitor stem and mdm cup with a stryker ceramic head.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding damage of a unknown liner was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. No information was received for review with a clinical consultant. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon performed a revision of the patient's left hip after patient complained of pain. Surgeon reported that the head was disassociated due to excessive wear of the trunnion and liner (rep reported that the "liner was destroyed"). Surgeon reported that the shell was well-fixed and well-positioned. Patient was revised to a competitor stem and mdm cup with a stryker ceramic head.